Event description:
It was reported, "dr. (B)(4) was performing a robotic hysterectomy. When the procedure was finished dr. (B)(6) went to pull the vcare out and the forward cup, back cup, and internal balloon came off of the vcare. They spent 20 minutes looking for the internal balloon which they found in the vagina". It was also reported that there was no patient injury.

Manufacturer narrative:
This is an FDA reportable event due to sentinel event reported on medwatch 1320894-2011-00062. The device in question has not yet been returned to conmed for evaluation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Device not yet received by conmed corp.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. (B)(4). One (1) original complaint device was returned for evaluation. The device was received in poor condition. The uterine balloon and cervical cone were completely detached from the manipulator tube; but, the handle, vaginal cone, and pilot balloon were intact. The uterine balloon was inside out, as if "peeled" over itself from the manipulator tube. There was a tear in the uterine balloon and a small piece of the uterine balloon remained on the manipulator tube, indicating that the balloon had been securely adhered to the manipulator tube. Adhesive application on the manipulator shaft where the uterine balloon was attached appeared to be adequate. The inside diameter of the cervical cone measured 0.215 inch (within specification) using calibrated pin gages. The outside diameter of shrink band varied between 0.221 and 0.223 inch using calibrated calipers. Therefore, there was an approximate 0.007 inch interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance towards detachment of the cervical cone. The set screw on the locking nut was secured to the manipulator tube as returned, indicating that the blue vaginal cone was not retracted prior to removal of the device. The most likely cause of this complaint is application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the uterine balloon and vaginal cone from the device. User technique may have been a contributing factor. The dfu, directions for use, instruct the end-user to, "unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly". Retracting the vaginal cone in the vaginal cavity may allow easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly. In this incident the end-user reported a "somewhat large" size of the uterus which could also be a contributing factor. The dfu warns that, vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal". The end-user survey also mentioned that the device fell apart while attempting to remove the uterus with the vcare device. The survey states that the device was difficult to remove requiring excessive force. The dfu instructs, "carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal". The risk associated with this complaint is mitigated in the dfu which states, "before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient". The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.